Event description:
The reporter (pt's mother) contacted lifescan (lfs) customer service on june 5, 2009. She indicated that she tested her son with her own onetouch ultra2 meter during an incident where her son received medical intervention from the emergency medical services (ems). She was alleging that her onetouch ultra2 meter was reading inaccurately high compared to the ems meter. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. Sometime in the evening in 2009, the reporter found her son foaming at the mouth, unresponsive, and sweating and then received IV glucose treatment from the ems. When the incident occurred, the reporter was unable to locate her son's meter so she used her own. At unspecified times, the pt obtained blood glucose results of "121 mg/dl" on the reporter's meter and "43 mg/dl" on the ems meter; however, it was noted that the results were obtained 10-30 minutes apart. Baed on statistical methodology, the calculated difference exceeded the expected valve of <=30%. It is unclear if the "121 mg/dl" was obtained during the ems presence. The reporter was also unable/unwilling to report if the pt's symptoms began before or after the alleged in accuracy issue. Info about events leading to the pt's symptoms is unk, such as his activity levels, prior meter readings, and food intake. It is unk if the pt received any form of treatment before the ems arrived. Based on the provided info at this time, this complaint is being reported because the pt allegedly obtained alleged inaccurate high meter readings and suffered a hypoglycemic injury. The pt's "121 mg/dl" blood glucose result did not correlate with the pt's symptoms and treatment. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.